Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, it was noticed the table top illuminator needed to be changed. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The company service representative noted system message (sm) - ¿the lamp in the table top illuminator needs to be replaced. Please contact field service,¿ displayed. The (B)(4) lamp was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on may 30, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. A (B)(4) lamp was received and a visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system for functional testing. The sample was found to meet product specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).